Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 5 fr sheath in the right common femoral artery. Following the deployment, the patient experienced absent pulses, and an angiogram confirmed an occlusion. Treatment consisted of a surgical embolectomy and was successful. No further complications were reported.